Manufacturer narrative:
According to the received information from the field, the recipient lost hearing sensation after a hit by a snowball at the implant site. The investigation of the opus 2 cpu revealed various minor defects. The programming and transmitter socket contacts are oxidized. In addition the housing shows a damage, which was induced by external heat. Probably an attempt has been made to dry the device, which got wet by the reported snowball hit. Due to the deformed housing, it was not possible to connect a battery pack and coil. However, it was reported that after an exchange of the rechargeable battery the recipient did not experience further issues. Neither the affected battery nor its supplemental sheet was received for investigational purposes.this is a final report.

Event description:
The user was hit at the implant site with a snow ball and was then taken to the emergency room. The recipient was ok, but he had lost hearing sensation with the device. The opus 2 would power on, but there was no sound. As per new information received, failure was thought to be related to a non-functional rechargeable battery. Some external components were replaced and the user is not experiencing any further difficulties.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Caretaker reported user was struck in the head with a snow ball after which the user has lost hearing sensation. Further steps are being discussed.